Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 20 october 2025, that the patient presented with grade 5 functional tricuspid regurgitation (tr) and restricted leaflets for a triclip procedure. During the procedure, the clip was inadvertently steered below the valve and became entangled in the chords. Troubleshooting was performed and was unsuccessful. As the result, the clip was deployed on the chords and one leaflet. Post implantation of first triclip, the access of triclip steerable guide catheter(tsgc) was changed from right side to left side. As a result, the tsgc was removed from the anatomy. A kink was observed at the tip post removal. The tsgc was replaced with another device to complete the procedure. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip entangled in the chords) appears to be related to user technique. The reported foreign body in patient was due to the entrapment of device (clip entangled in the chords). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed on the chords and one leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.